Manufacturer narrative:
Hamilton medical ags reference: (B)(4); investigation is ongoing.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that while the hamilton-c1 was being used on a patient, it suddenly switched to ambient mode. The ventilator was replaced; however, the patient subsequently died. The investigation to verify the allegation is still in progress.